Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell onto their pump. The customer is unable to interact with the pump due to the damaged screen. Customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.